Event description:
The radiographer was moving the table from head to toe direction while gripping the tabletop with their thumb over the side and their fingers underneath, trapping their finger between the fixed roller and the gliding tabletop. Pt sustained a compound fracture and tissue loss to their finger.